Event description:
During structural heart cases the echo machines froze and had to be shut down and rebooted. The error message stated, "reconnect the transducer and reselect. Diagcode: 007". Manufacturer response for echo ultrasound, epiq 7c (per site reporter): we called the philips rep and waiting on a call back.